Event description:
The customer reported to olympus, the insufflator generated an alarm sound, and the front panel turned off. The issue was found during a therapeutic cecum resection procedure. There was no delay, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.